Event description:
It was reported that the patient experienced a ventricular tachycardia, which was appropriately identified and brought back to sinus rhythm via high voltage shock by the implanted device. At the same time, the patient also experienced an atrial fibrillation (af). It was suspected that due to the shock and the af, an intra-atrial thrombus detached, traveled to the right middle cerebral artery, and resulted in an ischemic stroke. Fibrinolysis was performed to treat the stroke. No device malfunction was suspected. The patient was in stable condition following the procedure.